Event description:
It was reported when using the bd vacutainer® push button blood collection set the needle was crooked and the tube broke, thus resulting in leakage. There was no report of serious injury, or medical intervention.

Manufacturer narrative:
There were multiple medical device types reported to be involved. The information for the additional device type is as follows: g.2. Medical device type: fpa h.6. Investigation summary: bd had not received samples or photos for investigation. Therefore, 30 retention samples from bd inventory were evaluated by visual examination and functional testing and no issues were observed relating to needle point other and defective product/component causing blood leakage as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode needle point integrity and defective product/component. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.